Manufacturer narrative:
The investigation of product damage (cannula kink) and positioning issues has been completed. The impella device was not returned for evaluation. Product damage (cannula kink): clinical reports during attempt to optimize pump position, the pump was pulled shallow and reinserted, and found to be under the papillary muscle and kinked, resulting in limited cannula flow and the removal of the pump. The product was not returned for investigation. The cause of the cannula kink was mostly likely use related based on the clinical details, which state that positioning was attempted to be optimized and the cannula became kinked during the process. Positioning issues: clinical reports pump was pulled too shallow during attempt to optimize pump position, then it was found to be under the papillary muscle and kinked, resulting in limited cannula flow and the removal of the pump. The product was not returned for investigation. The cause of the positioning issues is most likely use related as clinical reports the impella was found to be under the papillary muscle after the pump was pulled too shallow during repositioning.

Manufacturer narrative:
Section a and section e first name and last name are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support (mcs). The patient had arrested prior to hospitalization and was found to be in ventricular tachycardia and st-segment elevation myocardial infarction. After implant of the impella cp, it was removed in minutes, as during initial attempts to optimize the impella cp pump's position, it became kinked, and the cannula folded onto itself. The pump was pulled shallow to correct. However, now the pump was under papillary on reinsertion and again folded onto itself limiting cannula flow. Consequently, the pump was removed, and the kink was visualized. A new impella device was implanted without incident. The patient was transported to the unit in critical condition after unsuccessful revascularization of the circumflex artery.